Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported a "replace sensor" message on the day of applying the adc freestyle libre 2 sensor. Customer's (child) glucose could not be monitored and customer experienced symptoms described as "complete neurological failures". Ambulance was called and customer was taken to hospital where he was diagnosed with hypoglycemia and received glucose infusion for treatment. There was no report of death or permanent impairment associated with this event.